Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings which inappropriately triggered the threshold suspend alarm. The customer's blood glucose was 166 mg/dl and the sensor glucose was 59 at the time of the incident. The customer stated that he was using the sensor for the first time after training; he was aware of what he did wrong and declined troubleshooting. The sensor will not be returned for analysis.